Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the bolus totals did not match in the pump's history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/25/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the last basal delivery was on (B)(6) 2015 at 6:20pm. The bolus totals in the total daily dose matched the daily boluses reflected in the bolus history. No activity outside of normal use was observed in the pump's histories. The ¿ez-prime¿ steps were performed correctly with no alarms or warnings occurring during the investigation. The pump reflected 24u after a 24hr on 1u/hr basal duration test. The pump was able to deliver and record bolus deliveries. The alleged issue could not be duplicated.